Manufacturer narrative:
A2 - age at time of event: 18 years or older. The mustang balloon catheter was returned for analysis. The shaft of the device was returned in two sections with two complete breaks identified. One break located at the distal tip bond and the other located approximately 10mm distal of the proximal balloon bond. The distal section of shaft measuring approximately 200mm, was noted to be stretched on to a customer guidewire. The investigator was unable to remove the guidewire due to the stretching. A visual and microscopic examination identified that the balloon had been inflated. A complete circumferential tear in the balloon material was identified located approximately 30mm distal of the proximal balloon bond. The proximal section of balloon material was also torn longitudinally along its entire length. The distal section of balloon material remained bonded to the tip and was still loaded on to the guidewire. A visual and microscopic examination found that only one markerband was returned with the device. The returned markerband was severely damaged. A visual and microscopic inspection identified that the tip was completely detached from the shaft of the device but was still bonded to the distal section of balloon material. No damage or issues were noted with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon dislodgement occurred. The stenosed target lesion was located in a vessel in the arm. Following treatment, it was noted that the distal part of 6.0 x 80mm, 75cm mustang balloon was detached. The device was removed completely with the wire to complete the procedure. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon dislodgement occurred. The stenosed target lesion was located in a vessel in the arm. Following treatment, it was noted that the distal part of 6.0 x 80mm, 75cm mustang balloon was detached. The device was removed completely with the wire to complete the procedure. No patient complications were reported and the patient status is stable.